Manufacturer narrative:
Initial.

Event description:
It was reported that multiple infusion cartridges leaked over several months, and the user had been attaching the cartridge to the adapter outside the pump, which can result in leakage. The user's blood glucose value was 300 mg/dl at the time of call. Education on correct supply change steps was provided, and the issue involved the cartridge/reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with a leakage/seal issue associated with the reservoir, aligning with an infusion set or connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.